Event description:
The customer reported that the system displayed a charger failure error message which prevented the system from booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver board was replaced. The system was then found to be operating as intended.